Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sus voluntary event report mw5058576 reported: had a stryker triathlon total knee replacement on (B)(6) 2014. In (B)(6), my knee started popping out of place or 'hydroplaning' as the doctor would describe and causing chronic pain. I informed my doctor and pt of this and was told it was normal until my muscles stabilize. It is now (B)(6) 2015 and the popping has gotten worse, with loud clicks and grinds with any movement of my leg. I cannot bend my knee back without pain. I cannot stand or walk without a cane and sometimes or something presses up against it and it causes great pain. I have not been able to sustain any employment, due to the fact that I cannot stand long without my knee going numb, and I can only walk short distance because my knee is constantly in pain. I cannot drive relief as well as being in fear of having an accident. My doctor has been informed of these symptoms and he has failed to do any tests to see what is going on.